Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's right hip was revised due to trunnionosis. Intra-operatively, trunnion wear and black residue in the head/ trunnion interface was observed. The patient's stem, head, liner and shell were revised to a competitor construct (rep confirmed there are no known allegations against the liner or shell). Rep reported that no further information will be released.